Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2015 with the following findings: during testing, the force sensor calibration was found to be out of specifications. The pump was opened and the force sensor pins were found to be damaged. Additionally, the display screen was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor issue, damage to the force sensor pins, and a display issue. This report is made based on results of investigation completed on 10/22/2015.